Manufacturer narrative:
The customer reported that the unit was not in use on a patient.

Event description:
The customer reported that the unit will not run on ac and only runs on battery. The customer contacted product support and the caller advised replacing the power cord and still does not run on ac. The caller advised led lights are working and battery led lights are flashing when ac is plugged into a wall outlet. The caller requested onsite under warranty repair. Suspect power management pcb. Provided part ID 453561534061 pcba, power management (pm). The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
B4:24sep2021 per authorized service personnel (asp), the power supply was replaced to address the reported issue. Per biomedical engineer, the issue was discovered in the biomed shop during testing. Based on this information, it was determined that MFR report#: 2031642-2021-04284 was reported in error. This is not a reportable event.